Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure the clip was ejected in unformed condition. Another device was used to complete the case. There were no adverse consequences to the patient. Device will not be returned.